Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter. Initially the catheter could not deflect during the procedure. They changed the catheter. The procedure was completed with no patient consequence. This deflection issue is non-indicative of an MDR reportable event as the most likely consequence is an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death is remote. The biosense webster failure analysis lab received the catheter for analysis and discovered on may 25, 2016 that the shaft was found damaged exposing the internal braid approximately 9 cm from the tip dome. Additional clarification has been requested on the returned catheter condition. However, no further information has been made available. This issue has been assessed to a reportable malfunction since the catheter integrity is not maintained and internal components are exposed to patient. The awareness date is reset to may 25, 2016.

Manufacturer narrative:
Additional information was provided on the returned catheter condition. The sheath information is not known. There was no reported resistance while introducing or retracting the catheter from the sheath. This returned catheter condition was not reported. It was not reported if the catheter had been pre-shaped. It was confirmed that there was no patient consequence. (B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter. The catheter could not deflect during the procedure. They changed the catheter. The procedure was completed with no patient consequence. Upon receipt, the catheter was visually inspected and the shaft was found damaged with exposed braid near tip dome. Rupture point and stress marks looks like it might have occurred while applying excessive force to the product. Due to the exposed parts, an electrical test was performed and the catheter passed. Therefore, we can conclude all the electrical wires were perfectly insulated. Further information received indicates that the visual conditions were not reported to be noticed during the procedure or prior to sending the catheter back. The catheter damages might have occurred while returning the catheter back to biosense webster, inc. During manufacturing all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. A deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer deflection complaint cannot be confirmed. Regarding the catheter physical condition; based on available analysis finding results, the failure mode does not appear to be caused by any internal biosense webster, inc. Processes.